Event description:
A customer called facility and reported that in 2009, she was involved in a car accident due to a hypoglycemic event. The caller indicated that she had been aggressively managing her diabetes due to a recent thigh hba1c result. The caller states that, on the morning of the event, she followed her normal routine. Prior to driving to an 11:30 doctor appointment, she took a blood glucose reading but did note the result. She indicated that she later discovered the result was 35 mg/dl. During her drive to the appointment, she became disoriented and remembered nothing more until she was being treated by paramedics. She had apparently hit another vehicle. The emt took a blood glucose reading (value unk) and provided a glucose IV. The caller was then transported by ambulance to the hospital where she was kept for observation for two hrs and then released. The caller indicated that she is using the paradigm insulin pump and believes it was operating correctly at the time of the event. No additional info was provided regarding this incident. The paradigm insulin pump mentioned in this event is not manufactured or imported by our firm.